Event description:
The cas procedure as part of (B)(4). A major ischemic stroke was reported. The patient had a left hemispheric event during the stent procedure on (B)(6) 2013. The duration of which was greater than 24 hours. The patient was medicated and in (B)(6) care until death on (B)(6) 2013. Per the site, the death was related to the procedure but not related to the devices used. Please reference MDR 2183870-2013-00093 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.